Event description:
It was reported that during a hepatectomy procedure, the device was used for the hemoclip from the internal organ. The jaw could not be closed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged antiback-up, disengaged drive link, misassembled hoop spring. Eval summary - the analysis results found that it was received with one drive link disengaged; leading the event reported. It was disassembled and the hoop spring was noted misassembled, a possible cause is that it was misassembled during the mfg process. Additionally, the teeth of the lever were found worn out causing the failure of the antibackup feature and the lockout spring was out of position. A batch record review was performed and no anomalies were found during the mfg process.